Manufacturer narrative:
The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was left capped due to clavicular crush noted trough x-ray. The lead exhibited high out of range pacing impedances and noise. The patient underwent surgical intervention to replace the lead and intravenous antibiotics were given . No additional adverse patient effects were reported.